Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump usb port was damaged and unable to charge the pump. There was no reported adverse impact to the customer's blood glucose level. Customer continued to use the pump for insulin therapy.